Event description:
The customer ran a blood glucose test on the contour next link and a different meter. The difference between the readings was 57mg/dl. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Product was not expected to be returned.